Manufacturer narrative:
The referenced distal end percutaneous lead (driveline) replacement was reported under medwatch MFR report #2916596-2018-00813. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 10 months (calculated from the date the system controller was issued to the patient.) The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the healthcare professional wanted to upgrade the patient to a pocket system controller from an epc system controller but the percutaneous lead (driveline) was unable to be released from the epc system controller. On (B)(6) 2018 technical services performed an external driveline replacement due to the inability of the percutaneous lead to be disconnected from the system controller. Technical services removed the driveline from the system controller as was within the process of performing the replacement. The stuck lead was dislodged. The replacement occurred without issues. The patient was upgraded to a pocket system controller.